Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: did the suture break before the procedure (pre op) or during the procedure(intra op)?-intra procedure. Did the suture break and suture was missing while opening the package?-suture was partially get absorbed./ some foil completely absorbed. What tissue was being approximated or sutured when it broke?-penis. Which tissue layer, at which location was the suture, was used to close?-penis the amount of time between the suture placement and the "pre absorption"?-10 minutes patient's condition?-patient was in good condition. Were there any adverse patient consequences due to the 15 min prolonged time (per attachment)- no adverse consequence did the operating surgeon observe any suture deficiency or anomaly before, during or after its use in the patient? Answer-doctor used another suture material to avoid/ minimize surgery time. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Events reported via: 2210968-2021-10919 and 2210968-2021-10920.

Event description:
It was reported that a patient underwent a hypospadias procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/7/2021. H3, h6 component code: g07002 no device problem found. Investigational narrative: complaint sample: complaint sample not received for investigation. Batch manufacturing record review: as a part of investigation batch manufacturing record was reviewed for code nw2494 lot t9001. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good analysis record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification requirement. From the batch manufacturing record review, it was observed that there were no issues related to the processing of the incident lot. Retained sample evaluation: as the complaint is related to performance-surface related defect - suture/performance-breakage suture, suture visual inspection knot pull tensile strength test is applicable & measurable parameter. 05 units of retain samples of incident code nw2494 and lot t9001 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures / needles were found intact. The sutures were physically inspected for attribute defects like kinks, weak spots, broken piece, knot, fraying, brittleness, detached needles but no such defects were observed all 05 units of retain samples were visually inspected under 10x magnification for attribute defects like weak spots, colorlessness, roughness, fractured, frayed, scraped, severed, and/or notched suture but no defects were observed. All retain samples were also checked for loose or open braid/twist, uneven coating and/or thick coating, broomed end/tail, core protrusion but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. In addition, knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 1.654 kgf and value at release was found to be 1.655 kgf which meets the usp average knot pull tensile strength requirement i.e. Nlt 0.950 kgf. All the individual as well as average knot pull tensile strength test values along with suture needle visual inspection were found to be meeting the specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for code nw2494 lot t9001, no other event was reported for same description from other parts of country. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.